Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.6, reference: 14.0, mean: 7.80, confidence limits: n/a. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip lot information was provided. Complaint issue will be subject to tracking adn trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012; inratio: 1.6; lab: 14.0. Time between testing: not provided. Pt's therapeutic range: not provided. Pt had a gi bleed. Caller stated that the discrepancy happened at one of their home health agencies. He did not know any of the details and did not known who to contact to get further information.